Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available, and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Information was received that reported a patient was hospitalized in 2007, due to an incident of hyperglycemia. Reporter states that on the morning of the event date. The patient had a blood glucose greater than 500mg/dl. They gave a correction bolus via the pump bud this did not bring the patient's blood glucose down. Reporter states that they changed the cartridge, tubing, site, and used new insulin, and then gave another correction, but the blood glucose did not come down. She then started giving her injections, and the blood glucose would come down to about 300, but would not stay down and would elevate again. Upon admit to the hospital her blood glucose was again >500. The patient was treated with IV fluids and insulin. The device would be returned for evaluation; to ensure that it is functioning correctly, and did not contribute to the reported incidence, but as of the date of this report had not been returned for evaluation.